Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received siz shocks but was otherwise asymptomatic. The right atrial lead exhibited far r wave oversensing . The svt discriminators disagreed and the criteria was if any so vt was diagnosed and treated. There were no other electrical anomalies. The physician elected to continue to monitor the patient since she was in stable condition.